Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that a patient had a 903335a horizontal/vertical lumbar valve system with hyperdrain in orthostatic position on (B)(6) 2018. The patient was symptomatic with dizziness and headache. The valve was replaced by another device (903345a). Additional information has been received on (B)(6) 2019 stating that the device was used for a peritoneal lumbar drainage to treat pseudo tumor. It was reported that the patient was well after replacement with the new product.

Manufacturer narrative:
The device was returned for evaluation and patency test with air showed the valve was blocked. Valve modulus was removed from its silicone elastomer chamber and inspected under magnification: white residues were observed inside the valve chamber, inside the valve modulus and around the ruby ball, blocking the ruby ball, and therefore blocking the valve mechanism. Valve mechanism, both the spring-actuated and gravity-actuated modulus, were placed in water for 2 days: this removed the white residues. Each modulus was then placed in a new valve chamber and tested: the gravity actuated modulus is within specifications, the spring-actuated modulus is slightly lower than specifications. The valve sn (B)(4) was tested within specifications at time of manufacturing, as shown on the device history records: the white residues are not related to the manufacturing process,(they may be linked to valve manipulations after explantation). The device history records review did not reveal any anomaly that could explain the reported event. The valve was not functional when received, the valve mechanism was blocked by white residues: the complaint was not verified. After soaking in water and removal of the residue, the valve modulus was found close to specifications. The exact root cause of the reported overdrainage could not be determined by the device investigation. Device identifier: (B)(4).

Event description:
N/a

Manufacturer narrative:
The device was not returned for evaluation. The device history records review of the hv lumbar valve did not reveal any anomaly that could explain the reported event. The complaint report was not confirmed. The exact root cause could not be determined. Since the patient was fine after valve replacement by another hv lumbar valve with a different operating pressure range, the most likely cause was that the initial selected valve was not suited for the patient¿s cerebrospinal fluid drainage needs. Device identifier: (B)(4).

Event description:
N/a.